Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an issue with the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.